Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The device was not returned to the manufacturer. Therefore it could not be analyzed. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the inner sterile packaging was opened during the operation, delayed for 20 minutes. No adverse events have been reported as a result of the malfunction.

Event description:
It has been reported that the inner sterile packaging was found opened during the operation, delayed for 20 minutes. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g5, h2, h6, h10. The device was not returned to the manufacturer. Therefore, it could not be analyzed. The event was confirmed through pictures. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 3 complaints have been recorded on refobacin bone cement r 1x40-3, reference (B)(4), over the batch a925ca2503. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A customer letter will be send regarding the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.